Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602680 implantable port allegedly experienced fracture and material protrusion. The information was received from a single source. One patient was involved with no reported patient injury. A 45 year old male patient weight was not provided.

Manufacturer narrative:
The reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 3006260740-2020-03027. As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Photo was provided for review. Therefore, the investigation is inconclusive for the reported fracture. Based on the photo review, the investigation is confirmed for dislodged port septum. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Photo was provided for review. Therefore, the investigation is inconclusive for the reported fracture. Based on the photo review, the investigation is confirmed for dislodged port septum. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602680 implanted port allegedly experienced fracture and material protrusion. The information was received from a single source. One patient was involved with no reported patient injury. A (B)(6) male patient weight was not provided.